Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No unexpected bolus stopped alarm, prime or fill, under or over delivery anomalies were noted during testing. In addition to this, device data was successfully uploaded on to carelink pro. No upload or download anomalies or delays in uploading or downloading were noted. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering because they changed the infusion sets and reservoir but the blood glucose lowering kept happening. They also mentioned that the customer experienced low blood glucose level of 54 mg/dl and treated with glucose tablets. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.